Event description:
It was reported that the bd insyte¿ autoguard¿ blood control needle went through catheter. The following information was provided by the initial reporter, translated from japanese to english: for one of these affected products, the hcp moved the needle inside the catheter and the needle then pierced through the catheter.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 24g insyte autoguard bc pro unit with no product documentation to indicate the reference or lot number. Additionally, five photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that the catheter had been speared through by the needle near the catheter tip. No other damage was noted on the components. The reported issue was confirmed as the needle speared through the catheter wall. As blood residue could be observed near the tip of the catheter suggesting that venipuncture had been attempted, it is likely that the spear through occurred in the user environment during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. If the defect occurred during manufacturing, the device would have been received by the end user with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ blood control needle went through catheter. The following information was provided by the initial reporter, translated from japanese to english: for one of these affected products, the hcp moved the needle inside the catheter and the needle then pierced through the catheter.